Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited shock impedance measurements less than 20 ohms which did not show up in the latitude system. Technical services (ts) discussed that the device is on a 21 hour clock; therefore, 1 day a week there are 2 measurements that are taken. Ts recommended a synchronized maximum energy shock to evaluate the system for a short. No adverse patient effects were reported. Additional information was requested; however, no further information was currently available.

Event description:
Additional information indicated that the physician did not want to do non-invasive programmed stimulation (nips). It was noted that the physician has seen this before. When the patient performs an interrogation, the impedance measurement was 40 ohms which is within range.

Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
Additional information was received that the patient expired due to respiratory arrest during a non-device related spine surgery. The device was not turned off during the procedure.

Event description:
Additional information indicated this lead was surgically abandoned due to the patient's death. There have been no product performance allegations reported at this time.

Manufacturer narrative:
If additional information is received, this report will be updated.